Manufacturer narrative:
One medfusion pump was received with both front corners of the top case cracked, a cracked right plunger case and the bottom case was badly cracked. The event history log was reviewed and there was a "primary audible alarm background test" message. The power up process was conducted and an occlusion test was performed. The reported issue was unable to be duplicated and there was no damage to the interconnect board of the speaker. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure alert. The issue was discovered during a service check and there was no patient involvement.